Event description:
The patient experienced muscle rigidity on the right side when the stimulation from the implantable neurostimulator (ins) was "changed high". It occurred about 5 times a day. The patient went to see her doctor. The doctor checked the ins and found nothing abnormal in the settings of ins. So the doctor admitted the patient to the hospital to see whether the rigidity would occur or not. It did occur. The doctor then turned off the ins. The rigidity did not occur, but the tremor symptoms could not be controlled. The doctor concluded that the rigidity came from having the ins amplitude "changed high". The doctor replaced the ins.

Manufacturer narrative:
The implantable neurostimulator (ins) has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.